Event description:
It was reported the pt no longer had communication with his charger or programmer. Replacement devices were unable to communicate. An x-ray was taken, and no anomalies were evident. On (B)(6) 2011, the physician replaced the ipg. It was reported the system was working effectively postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.